Event description:
Title: mayo taper needle. Mayo 1/2 taper needle was used for suturing with a #1 ethibond suture. The eye of the needle broke off in the pt. The surgical site was irrigated profusely and the filter on the neptune suction was checked. It could not be verified if the eye of the needle actually came out of the pt wound.